Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that the bd vacutainer® no additive (z) tubes power processor was having trouble decapping their non additive tube (366703). As a result, the probes were crashing into the top and causing analyzer downtime. No report of injury or medical intervention. No report of blood exposure to mucous membrane.